Manufacturer narrative:
It was reported that an arterial temperature failure was displayed on the cardiohelp device. All other pressures and the venous temperature were reading correctly. The exchange of the hls cable did not solved the failure. Therefore the cardiohelp device was excluded as the cause of the failure. The customer stated that the arterial temperature had been reading in a typical range before failing and triggering the alarm. No other variable on the display was changed. The customer stated that they decided to continue to use the hls set and keep the patient on support without changing it. The patient was at no time in any compromised state. An external sensor was used to measure the arterial temperature. No harm to any person has been reported. On 2024-08-23 the information was received that the hls set was exchanged during treatment and afterwards discarded by the customer. The patient is improving as expected. As the product was exchanged during treatment, a report is required. The affected product is not available for technical investigation as the set was discarded by the customer. The exact root cause remains unknown. However, according to the risk assessment of the hls set the following root cause can lead to the reported failure: damage of the electrical sensors due to condensed water on the flexible circuit board. In the instruction for use of the hls set in chapter ¿safety instructions for the oxygenator¿ it is stated that the temperature sensors have to be checked before each use. Further in case of a failing arterial temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter "connecting external temperature sensors"). The production records of the affected product were reviewed on 2024-08-27. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "arterial temperature failure" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that an arterial temperature failure was displayed on the cardiohelp device. All other pressures and the venous temperature were reading correctly. The exchange of the hls cable did not solved the failure. Therefore the cardiohelp device was excluded as the cause of the failure. The customer stated that the arterial temperature had been reading in a typical range before failing and triggering the alarm. No other variable on the display was changed. The customer stated that they decided to continue to use the hls set and keep the patient on support without changing it. The patient was at no time in any compromised state. An external sensor was used to measure the arterial temperature. No harm to any person has been reported. On 2024-08-23 the information was received that the hls set was exchanged during treatment and afterwards discarded by the customer. The patient is improving as expected. As the product was exchanged during treatment, a report is required. Complaint ID# (B)(4).